Event description:
Per the audiologist, the patient had a decrease in performance due to ossification of the cochlea. The patient's initial device was implanted with partial insertion. The patient was explanted august 18, 2009 and the patient was reimplanted with a new device during the same surgery.